Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, four clamps on the patient side of the analyzer cables, two labeled atrium and two labeled ventricular, were used to test the electrical values of pacemaker leads. The atrial and ventricular clamps were connected to the ends of the pacemaker leads, and the opposite end of the cable was connected to a pacemaker analyzer. The ventricular clamp was not achieving capture even at a very high output. After repositioning another lead and encountering the same issue, but observing no problems when the atrial clamp was used for testing both atrial and ventricular leads, it was determined that the cables were not functioning properly on the ventricular clamp ends. No patient complications have been reported as a result of this event.